Manufacturer narrative:
(B)(4) .information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, the stapler misfired during rectal anastomosis, rep was present. Staple line inspected, at least three staples unformed / straight leg. Case completed by surgeon oversewing anastomosis. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l5288v. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, does ¿the stapler misfired¿ refer to the unformed staples? If no, please explain. What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Were there any staples missing from the staple line? Did the device cut? If the device fully cut, was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? Who fired the device? What was the users experience with the device? The analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.